Event description:
They tried to put the stent in the pancreatic duct, but the stent could not pass through the stricture in the pancreatic duct. Another complaint captures: no crossing, user error. This complaint captures incorrect wireguide size used with the replacement device. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please indicate where the device was stored prior to use. In the ercp room in asan medical center. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglide 2 guidewire - outer diameter 0.025in / length 450cm / tip shape angled / first use. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. They performed est. Was the wire guide inspected for damage prior to use?* yes, it was. Was the device at the centre of the complaint inspected for damage prior to use? Yes, it was. Did the patient involved exhibit altered anatomy or tortuous anatomy? No if not with the device in question, how was the procedure finished?* they were able to complete the procedure after using another spsof. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? They are checking regularly endoscope by olympus company. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Pancreatic duct. Was resistance encountered when advancing the wire guide to the target location?* yes, it was. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. They used hurricane balloon 4mm for dilation of pancreatic stricture. Was resistance encountered when advancing the introduction system in place to the target location?* yes, it was. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Yes, it was. Spsof could not pass through the stricture in pancreatic duct. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Unknown. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Unknown. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Unknown. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. Unknown. Not applicable if problem occurred at removal.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x unknown zimmon pancreatic of unknown lot number was not returned to cirl for evaluation. This file captures user error due to an incorrect sized wireguide used on the replacement device. This file is related to pr (B)(4) (3001845648-2020-00781) which captures the user error of the original device. Documents review including IFU review: prior to distribution all zimmon pancreatic devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ a review of the manufacturing records for the zimmon pancreatic device could not be complete as the lot number is unknown. There is evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.